Event description:
Initial result for a patient iron was 217 ug/dl and when repeated on another instrument the result was 56 ug/dl. The incorrect result was not used to guide treatment. The account felt the problem was sample specific, but they were unable to provide additional sample for evaluation.